Event description:
A patient reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly would not power on. There was no result on their meter as the patient was unable to test. Treatment was patient's medication for diabetes. No further information has been reported. No serious injury or allegation of harm.